Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (B)(4) did not receive a complaint cannulae for evaluation. This complaint is not about any defect of the cannula but rather dissatisfaction with its performance. Conclusion: with regard to the prongs rolling out of the infant's nares, it is possible that it is a fitting issue. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. The optiflow junior nasal cannula fitting guide states the following: prongs should not fill the nares and a clear gap should be visible around each prong if the infant can fit two sizes, select the smaller size once applied, the cannula bridge may move away from the septum as the cheeks relax. Refer to placement checks for correct positioning during use. Placement checks-cheeky check: gently squish the infant's cheeks to check the prong placement in the nares. If prongs come out of the nares, adjust cannula further into the nares according to instructions. Repeat the cheeky check. The hospital had stated that the opt012 wigglepad was too large, however the opt012 is not the smallest size wigglepad. The opt010 wigglepad should have been used. The sizing chart in the nasal cannula fitting guide indicates that the opt010 wigglepad is to be used with the opt312 cannula. With regard to the issue of septal injury, no details were provided and no specific incidents noted. The patients in question were all premature,and thus very small. The wigglepads would have been quite large on such a tiny infant's face. Fisher & paykel healthcare recognises that correct cannula size selection, correct prong placement and fit and careful patient monitoring are vital in ensuring the patient receives the benefits of nasal therapy while minimising the potential for skin irritation or injury. The optiflow junior cannula comes in four sizes, to cater for premature infants through to pediatrics up to 22kg in weight. The opt312 is the smallest size cannula and is designed for infants weighing less than 2kg, thus the hospital was likely using the correct size. Fisher & paykel healthcare recognises that cannula sizing for the tiniest of premature babies is challenging and we are currently working to produce an even smaller cannula in response to this issue. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that the tubing is not applying excessive pressure to the ears and face. Appropriate monitoring must be used at all times. Do not stretch or crush tube. Our fisher & paykel healthcare respiratory sales specialist is working with the hospital to ensure they are using the optiflow cannula appropriately.

Event description:
A hospital in (B)(6) reported that the opt312 optiflow junior nasal cannulae "pop out of the baby's nose, when the baby moves or the hospital staff relocates the baby, which causes the baby to desaturate". They further reported that when removng and reapplying the cannula septal injury occurs and that removing the wigglepads causes redness on the baby's face. They also stated that they find the opt012 wigglepad is too large for the babies' faces. No specific incidents were noted, and this appears to be more of a general complaint about the opt312 cannula.